Event description:
The complaint was reported as: the customer alleges that the tubing could not achieve a tight fit during ventilator set-up. The ventilator would not pass inspection during the process. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date this complaint will be re-opened.